Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. The customer mentioned that the insulin pump did not alarm no delivery as it should, but troubleshooting could not be performed as customer did not have extra supplies. After receiving the tubing clamp a high pressure test was performed and passed. The customer also mentioned having bent cannulas in the past. Instructed the caller to remove the cannula and it was not bent. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.